Event description:
It was reported the patient experienced a shocking or jolting sensation. It was noted the patient was implanted the day prior to this report. The patient felt the shocking sensation at the lead site. The patient was currently on group a at 1.6 volts. As stimulation was gradually decreased the patient felt the socking sensation all the way down to 0 volts. Stimulation was turned off and the patient reported relief and no shocking sensation. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).